Event description:
Initial reporter indicated that the sites programming wand would not program. Troubleshooting was performed but did not solve the programming issue. Manufacture is pending receipt of the product for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.